Event description:
It was reported that the ventilator generated a technical error codes indicating disabled valves and internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating disabled valves and internal memory error. There was no patient harm. The situation described may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and device¿s logs. According to the information provided by the technician, the customer did not accept the repair offer. The root cause of the issue has not been determined.